Event description:
It was reported that revision surgery was performed due to pain in hips, thighs, buttocks, groin, radiating pain in legs, difficulty walking and pain when rising. Tissue damage and necrosis reported.